Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump ¿presented air¿. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a service history review, and an alarm log review were performed. An f1 alarm (associated with air in the tube) was identified during the alarm log review; however, the device was within specification and no repairs were required to resolve the alarm. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.